Manufacturer narrative:
Continuation of d10: product ID {{l-evolutfx-34}}; product lot/serial number (B)(6); product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} product ID {{d-evolutfx-34}}; product lot/serial number (B)(6); product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} select patient information cannot be documented in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported prior to the implant of a transcatheter bioprosthetic aortic valve replacement (tavr) procedure, vascular access was achieved via the right femoral artery. As reported, the iliofemoral axis showed a favorable anatomy for the procedure. A pre-implant balloon dilation was performed. While in the cardiac catheterization laboratory for the tavr, two coronary lesions were discovered. After the medtronic valve was implanted, the anterior descending artery lesion was treated with a stent. The second lesion located in the right coronary artery was "intra-stent" and not considered significant and did not require treatment. A hematoma originated intra-procedural with reported of probably in relation to the puncture or the delivery catheter system (dcs). Anemia was noted following the procedure. Post implant anemia was measured up to 5 hemoglobin points. No treatment reported. A vascular surgeon and interventional radiologist were consulted, and a computed tomography (CT) scan was performed. On the first post-operative day, a retroperitoneal hematoma in the right iliac fossa and an abdominal hematoma developed, which was related to the procedure and in relation to the puncture at the right femoral artery access site. Although there were no clear foci of contrast extravasation that suggested active bleeding, there was a small hypodense focus in the right femoral artery on its anterior side that had an altered contour and could have been an area of small focal lesion of the right femoral artery. Upon assessment, no active bleeding was detected, and it was determined no intervention or treatment was required other than a compression bandage for 24 hours. Additional information was received which indicated that approximately 14 days following the valve implant procedure phlebitis in the right upper extremity and superficial venous thrombosis was identified. Antibiotics and clavulanic acid for 7 days was required. The phlebitis resolved the following day. The patient was to follow-up with the primary physician. The physician indicated the phlebitis and thrombosis was not related to the medtronic products or procedure. However, the cause was not reported.

Event description:
Additional information was received which indicated that hospitalization of 1 day occurred as result of the phlebitis and suspected right upper extremity superficial thrombosis. Medication was also administered intravenously. The right upper extremity superficial venous thrombosis also resolved 8 days following onset.

Manufacturer narrative:
Updated data: b2, b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that following the valve implant the patient was to take an antiplatelet daily for 6 months and an anticoagulant indefinitely. The phlebitis resolved 8 days following onset rather than the day following its onset as previously reported. As reported the patient anatomy was not contributory to the phlebitis and/or thrombosis. The physician also indicated the phlebitis was causal to the valve implant procedure possibly related to the peripheral venous access site. The precise cause was not known.

Manufacturer narrative:
Updated data: b3, b5, b7, d4, h6 h6: the codes present in h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated during the valve implant procedure, following the valve implant, diagnostic testing identified that a complete left bundle branch block (lbbb). Treatment was not required. The day following the valve implant procedure paroxysmal episodes of atrial fibrillation were identified. These episodes were self-limiting and asymptomatic. Treatment was not required. At discharge, 7 days following the valve implant, the complete the lbbb persisted with a qrs interval of 140 milliseconds (ms). The atrial fibrillation had resolved and sinus rhythm was present. At the 30-day follow-up, the intraventricular conduction disorder was not present. The lbbb event was reported as resolved and was causal related to the transcatheter valve and implant procedure. The atrial fibrillation was reported as unrelated to the medtronic products and probably related to the implant procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received now indicated that the medication for the superficial venous thrombosis was not delivered intravenously.

Manufacturer narrative:
Updated data: d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.